Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she is not getting adequate pain control from her implantable neurostimulator (ins). She was in pain several months ago when she met with a manufacturer representative for reprogramming of the ins. During that reprogramming appointment, they took an x-ray and confirmed the leads had moved. The leads moving was due to several falls from a bad knee and knee replacement that the patient had (not related to ins). Rep's reprogramming allowed the area of pain (in her lower back and hips) to be targeted. The ins is on, both the controller and ins were charged, and she hasn't charged the ins in a week, when she typically charges every other night. Pt states she was currently on group a, with program 1, and when she increased stimulation from 3.8 ma - 7.0 ma, she felt stimulation in her right knee. Patient switched to the group b with program 1, and confirmed she felt stimulation in her thighs. Patient attempted to increase stim further, but reported the stimulation became uncomfortable. Patient was redirected to hcp/rep for further reprogramming. Additional information was received from the rep. It was reported that last rep saw patient on 7/17/20. Patient was reprogrammed at appointment and was getting good coverage. Patient was told by physician the leads have moved. The cause of not getting adequate pain control was no determined. At the time of the last appointment the coverage issue was resolved. Patient recently called asking for a reprogramming, patient was told to call physician and make an appointment for reps to come and reprogram her stimulator. Appointment has not been made so far. The cause of patient charging less was not determined and rep was unaware of how the programming was changed. Issue resolution was unknown. Additional information was received from the rep. They stated that they do not recall being made aware that leads had moved. Rep programmed the patient and she received adequate coverage.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said they had let the ins die since it was not working for them (pt said the doctor's weren't making it better and they quit going to their pain management hcp). Pt said they stopped charging it a couple of months ago. Pt had an MRI scheduled and needed the ins recharged to get into MRI mode. Pss walked pt through passive recharge mode (pt had middle numbers ranging from 21 to 97). Pt was able to start recharging their ins with excellent recharging quality (controller battery: 80%, ins 30%). Pss reviewed to allow the ins to fully recharge and then they would be able to access MRI mode.